Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The reported lot # [0028180] was not found for the reported catalog # [30576137]. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos, one eclipse hub and one broken cannula sample was received by our quality team for evaluation. From the photos, the catheter hub is observed to be seperated from the eclipse hub. From the samples, the broken cannula was observed to be bent, no abnormality was observed on the epoxy profile and the cannula was observed to be broken from the tip of the epoxy. The broken end of the cannula had shown signs of curvature / bend. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the complaint verbatim, it was reported that the eclipse product was used up to 8 - 10 times with one-time insertion. Per eclipsed instruction for use, it was indicated that the eclipse product is to be used with a luer-lok syringe; discard after single use; do not reuse product and product is used to draw up and administer medication in accordance with established protocol. The cannula and assembly process were reviewed and there was no abnormalities detected during production of the affected batches. Investigation conclusion: based on the sample evaluation, the cannula broke at the tip of the epoxy and the broken end of the cannula had showed signs of curvature / bend. Root cause description: based on the complaint verbatim, it was reported that the eclipse product was used up to 8-10 times with one-time insertion. Per eclipse instruction for use (IFU), dg1837, it was indicated that the eclipse product have to be use with luer-lok syringe; discard after single use; do not reuse product and product is used to draw up and administer medication in accordance with established protocol. The cannula and assembly process were reviewed and there was no abnormality detected during production of the affected batches. The breakage of cannula at tip of epoxy might be caused by an unknown force applied onto the cannula. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle eclipse 25x1 rb retail broke off into the tissue while drawing testicular edema fluid. The patient was sent to the operating room and the broken piece was found with a CT, where it was removed with two incisions of "3x3cm & 2x2 cm" under local anesthesia. The following information was provided by the initial reporter: "ascites patients are suspected of ascites tissue fluid caused by testicular edema, so they used 305761 eclipse needle 25g+20ml syringe to draw testicular edema fluid for examination. In the extraction process, the 25g needle was fixed without moving and no external force was used to fix it, and about 8-10 tubes of tissue fluid were aspirated.the needle slipped into the tissue during the last aspiration." Doctor sent the patient to the operating room and found the broken needle with the assistance of c-t. Due to the needle removal process (under local anesthesia) had two incisions of 3x3cm & 2x2 cm in the patient's affected part.

Event description:
It was reported that the needle eclipse 25x1 rb retail broke off into the tissue while drawing testicular edema fluid. The patient was sent to the operating room and the broken piece was found with a CT, where it was removed with two incisions of "3x3cm & 2x2 cm" under local anesthesia. The following information was provided by the initial reporter: "ascites patients are suspected of ascites tissue fluid caused by testicular edema, so they used 305761 eclipse needle 25g+20ml syringe to draw testicular edema fluid for examination. In the extraction process, the 25g needle was fixed without moving and no external force was used to fix it, and about 8-10 tubes of tissue fluid were aspirated.the needle slipped into the tissue during the last aspiration." Doctor sent the patient to the operating room and found the broken needle with the assistance of c-t. Due to the needle removal process (under local anesthesia) had two incisions of 3x3cm & 2x2 cm in the patient's affected part.

Manufacturer narrative:
Correction d4: catalog #305761 d4: lot # 0028180 h6: investigation summary two photos, one eclipse hub and one broken cannula sample was received by our quality team for evaluation. From the photos, the catheter hub is observed to be seperated from the eclipse hub. From the samples, the broken cannula was observed to be bent, no abnormality was observed on the epoxy profile and the cannula was observed to be broken from the tip of the epoxy. The broken end of the cannula had shown signs of curvature / bend. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the complaint verbatim, it was reported that the eclipse product was used up to 8 - 10 times with one-time insertion. Per eclipsed instruction for use, it was indicated that the eclipse product is to be used with a luer-lok syringe; discard after single use; do not reuse product and product is used to draw up and administer medication in accordance with established protocol. The cannula and assembly process were reviewed and there was no abnormalities detected during production of the affected batches. Based on the sample evaluation, the cannula broke at the tip of the epoxy and the broken end of the cannula had showed signs of curvature / bend. The breakage of the cannula at the tip of the epoxy might be caused by an unknown force applied onto the cannula.